Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous treatment procedure, a blade detachment occurred. The lesion was located in the iliac artery. The 7.00mm x 2.0cm peripheral cutting balloon was advanced through the 7fr introducer sheath and a previously implanted stent. The cutting balloon was inflated about 10 times to 6-8atms. Upon withdrawal of the cutting balloon, resistance was encountered and the blade partially detached. The balloon catheter was removed from the patient without incident. The procedure was successfully completed with this device. No patient injuries or complications were reported. The patient's status was reported as "stable."

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the balloon had been inflated. Microscopic examination revealed that one blade and pad was lifted 19mm from the proximal end of the balloon. No part of the blade or pad was missing. The proximal tip of the pad remained bonded to the balloon. The device was attached to an encore inflation unit and inflated to its rated burst pressure (rbp) without issue. All other blades were fully bonded to the balloon surface. No other damage was noted on the device. This type of damage is consistent with the proximal end of the blade being damaged on withdrawal through the previously placed stent, which in turn would cause difficulty removing through the sheath and lifting of the blade from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because the device was not used in accordance with the dfu; the dfu states: use of the cutting balloon device is contraindicated in situations where the cutting balloon device would be passed through the struts of a previously placed stent as the deflated cutting balloon device could become entangled in the stent. (B)(4).

Event description:
It was reported that during a percutaneous treatment procedure, a blade detachment occurred. The lesion was located in the iliac artery. The 7.00mm x 2.0cm peripheral cutting balloon was advanced through the 7fr introducer sheath and a previously implanted stent. The cutting balloon was inflated about 10 times to 6-8atms. Upon withdrawal of the cutting balloon, resistance was encountered and the blade partially detached. The balloon catheter was removed from the patient without incident. The procedure was successfully completed with this device. No patient injuries or complications were reported. The patient's status was reported as stable.